Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were admitted to the emergency room on (B)(6) 2017 and was experiencing shocking. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The manufacture representative received a call from the patient¿s healthcare provider stating that they would be following up with the patient. The patient was reported to be alive with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported that the patient was admitted to the hospital for chronic vomiting. They were seeing a healthcare provider (hcp) and stated they were still experiencing extreme shocking when the device was turned on. The device was off and the patient was asking for a full revision. On (B)(6) 2017 a full x-ray was taken and an impedance check was done. Impedance was in range and the x-ray was negative. The hcp spoke to the rep and it was noted that the x-ray was negative and impedance was in range. The hcp was considering a full explant procedure; they noted the patient is addicted to narcotics and refusing detox, and they are on psychiatric medication. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they were having severe pain around the implantable neurostimulator (ins) and it was almost like the device was shocking every minute and a half, 2 minutes. They called the surgeon and they were told to go to the hospital to get the device shut off. The device was shut off and the pain stopped. The patient reported that while they were in the hospital, they wound up with a tooth infection. They stated that because stimulation was off, they had been nauseated and they were fighting the nausea with medications because they could not keep antibiotics down. They needed to get antibiotics IV for their tooth infection, in the emergency room (ER). The patient said that their healthcare provider (hcp) was on vacation and they needed someone to figure out the issue because they did not want to turn the stimulator back on until someone figured it out. They did not want to feel the that pain and shocking. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.